Manufacturer narrative:
Date of event: exact date unknown, event occurred over a month and half from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg would overheat when charging for only ten minutes. The patient underwent a revision procedure wherein the ipg was replaced and the pocket was adjusted deeper. The patient was doing well post-operatively. The explanted ipg was discarded.